Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. The patient presented due to stable angina. The 90% stenosed and 10mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilation and placement of a 16x3.50mm taxus element stent resulting in 0% residual stenosis. The next day, the patient had elevated troponin values and was diagnosed as having an mi with no ischemic symptoms. No action was taken to treat this event and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).